Manufacturer narrative:
Block h6: device code a180104 is selected to represent the reportable event of device contamination with chemical or other material.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, upon opening the packaged, the scope was found to be dirty on the handle part. There were no patient complications as a result of this event.